Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2011. A review of the invoice history confirmed the surgery dates and indicates all components were removed and replaced with metal-on-metal components. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2011 due to acetabular cup loosening, pain and a fluid collection. Operative report further noted the presence of serosanguineous fluid, fluid filled pouch and lack of bony ingrowth around the acetabular cup. During the procedure, the taper adapter was cold-welded onto the femoral stem and caused a femur fracture while removing the femoral stem. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain" and "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-06154 & 06155 & 2015-01442 /-01443).